Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the new orders, stock outs and missing doses were not getting loaded from the pyxis. A technical support specialist confirmed with the customer that the issue had been successfully resolved. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the bd pyxis medstation system not receive any printouts from pyxis. The customer indicated that new orders were being placed, yet no printouts for these orders were generated. Additionally, there were no printouts for missing doses or stock shortages. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.